Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a damaged dso seal and scratched lens. The tamper seal was not broken. Review of the event history log (ehl) showed error 46822. A functional test and accuracy test were performed and the reported issue was not duplicated, however an issue with the pwa was found. The cause of the reported issue was unknown. As a result, the pwa was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3, d4: UDI, and g4: 510k are unknown

Event description:
It was reported that the pump exhibited an incorrect flow, wrong value. It is unknown if there was patient involvement, no adverse patient effects were reported.